Event description:
It was reported that the device fractured. A 2.4 mm jetstream? Xc catheter was used during a lower extremity angiogram to treat a completely occluded superficial femoral artery. During the procedure, resistance was encountered while advancing the catheter through the occlusion. As a third pass was being attempted, the catheter ruptured. The device was removed intact over the guidewire, and the procedure was successfully completed using a 3 mm balloon to dilate the lesion followed by another jetstream catheter. There were no patient complications as a result of this event.

Manufacturer narrative:
Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event.